Event description:
When the surgeon went to freeze a section of the pt's heart, the probe fractured and froze a larger area of the heart than anticipated. The pt was not injured, as the heart thawed before the probe was removed.